Event description:
The customer observed a falsely decreased architect total psa (prostate specific antigen) result for one patient. The following data was provided:sample ID (B)(6) initial result, on 16sep, was 3.315 ng/ml. The patient was recollected 3 days later, and the result was 8.2 ng/ml. The patient is not under treatment and had previous psa results around 8 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier complete entry =(B)(6). All available patient information was included. Additional patient details are not available. The complaint investigation for a falsely decreased architect total psa result on the architect i1000sr, serial number (B)(6) included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The customer service center specialist (csc) reviewed the analyzer logs and suggested the customer replace the sample arc, probe, list number 08c94-47. The customer performed the suggested troubleshooting, including calibrating the sample probe, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.